Event description:
Product bd vacutainer safety needles, 21g. After performing a venipuncture, an employee applied the safety guide to cover the needle, apparently one side of the base of the safety guide was broken and the guide did not cover the used needle. The employee was stuck in the left hand, index finger when she discarded the needle.